Event description:
Per the clinic, the device was explanted due to infection and extrusion of the electrode array into the ear canal. The device was explanted (B)(6) 2012. There are plans to implant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).